Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 412 mg/dl. The customer treated his blood glucose with the insulin pump and manual injections. In the alarm history a no delivery alarm was found. The product was not returned. Nothing further to report.